Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a loss of therapy. The patient's symptoms returned since (B)(6) 2015 and their implant needed to be replaced. The hcp told the patient the manufacturer would not let them replace the battery. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.